Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary:no samples were returned. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for difficult/unable to operate (not drawing) due to unknown lot number. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the syringe 1.0ml 31ga 8mm did not draw up the insulin during use. The following information was provided by the initial reporter: verbatim: consumer reported not able to draw up insulin with these syringes. Takes 40-60 units of insulin . Reviewed air vs insulin placement. Lot #: 9217857, catalog#: 328506, date of event: unknown. Samples available = n discard. Expiration date unknown.